Event description:
Report received indicating that the dissecting tool broke during a procedure. The detached piece was quickly recovered; however, it was discarded during cleaning. No pt impact reported. On follow-up it was noted that the tool was not available and it was confirmed that there was no pt impact.

Manufacturer narrative:
Comments: device was not returned for eval. On follow-up, it was confirmed that there was no pt impact. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."